Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump was cracked near a button on the keypad and also in the circle where the reservoir goes in. The customer's blood glucose was 69 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.